Event description:
It was reported to boston scientific corporation in 2007, that during a transbronchial aspiration biopsy using an excelon tban device (patient age and gender unknown), "the needle came out through the side of the catheter". The procedure was successfully completed with another excelon tban device. No patient complications were reported.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. The device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow up medwatch report.